Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.